Event description:
The customer stated that he performed a control test and received a result of 226 mg/dl. The customer did not have his testing supplies with him at the time of the call, so it was not possible to gather any product info. The normal control range for contour test strips should be around 100-140 mg/dl. No adverse events were alleged. No product will be returned for eval.

Manufacturer narrative:
The customer did not have his testing supplies with him at the time of the call, so it was not possible to gather product codes or lot/serial numbers. It's not possible to determine the MFR date without that info.